Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected and replace battery now alarms. The customer¿s blood glucose level was unknown. Customer stated that they had power error detected on pump and had restarted numerous times and the battery was running out. Customer did not receive a low battery alert prior to the replace battery now alarm. It was reported that the second occurrence of replace battery now without a low battery warning. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected power loss, replace battery alarm or replace battery now alarm noted.